Event description:
It was reported that the patient presented for follow-up. Noise with high impedance and high capture threshold were noted. Lead dislodgement was found. X-ray showed the helix was completely retracted. Lead was explanted and replaced.

Manufacturer narrative:
Analysis found that the stylet had been left in the lead at time of implant. Stylet and lead fracture were noted at 34.5cm from the connector pin due to fatigue.